Manufacturer narrative:
(B)(4).

Event description:
The consumer and healthcare provider (hcp) via the manufacturer's representative (rep) reported the lead migrated three spaces down. The lead migration was caudal. There was a loss of therapeutic effect and the patient had unsatisfactory pain relief. The patient also had pain in the back where the lead was gathered under the surface of the skin. They tried reprogramming on multiple contacts with no pain relief. It was conversely reported that they attempted reprogramming with some relief, but the appearance of what looked like a lead coiled just under the skin made the hcp look under the fluoro. The hcp put the patient under the c-arm and found the lead out of place and migrated. All impedances were normal. Reprogramming was unsuccessful. At the time of the report, the issue was not resolved. Surgical intervention was planned. A surgical consult was to occur with the hcp on (B)(6) 2016. Relevant medical history included spinal pain.